Event description:
Patient is seeking legal action.

Manufacturer narrative:
This complaint is considered closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). No code available use for medical device removal and surgical intervention.

Event description:
After review of medical records patient was revised to addressed intact acetabular shell and femoral component with marked synovitis right hip, soft tissue degradation. Xrays showed evidence of some progressive osteolysis in the medial wall of the acetabulum, probable of microscopic loosening of the femoral component as per symptoms, tense synovial effusion was encountered. Operative notes indicated upon opening the extensor mechanism, the capsule itself appeared to be tense, a large amount of fluid which appeared to be under pressure, some fibrous and soft tissue type debris scattered throughout it. There was quite a bit corrosion around the taper of the femoral component and there where small amounts of plastic like lining that could be related to fibrous type debris. Added account name, law firm, lawyer, surgeon, medical history, date of implant, stem and product details of liner and head. Corrected date of revision. Doi: (B)(6) 2002 dor: (B)(6) 2004 right hip.